Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency room, the device was interrogated, and loss of capture was observed in both the atrium and ventricle. The patient did have an escape rhythm. Additionally, a bpa patient notifier was observed. The device was explanted and replaced.